Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l4-l5. It was reported that the cage broke in half while being implanted. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Macroscopic examination confirms the implant is fractured into multiple pieces and broken. Optical examination of the fracture surfaces reveal brittle fracture with the location and nature, and damage identified at the inserter interface; consistent with implant impaction.